Event description:
Procedure: colectomy. According to the reporter: the handle was stiff while firing, and staples did not form properly. Another device was applied. Although firing was successful, anastomotic hole was too small, so the surgeon manually re-sutured. Operating time was extended by more than 30 minutes.